Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop). Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Using a right radial artery approach, the 90% stenosed lesion was located in a severely calcified, moderately tortuous proximal right coronary artery. The 8 mm x 5.00 mm nc quantum apex balloon was advanced to the lesion fo poba and ruptured at 10atms upon second inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Using a right radial artery approach, the 90% stenosed lesion was located in a severely calcified, moderately tortuous proximal right coronary artery. The 8mm x 5.00mm nc quantum apex balloon was advanced to the lesion fo poba and ruptured at 10atms upon second inflation. The ruptured balloon was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).